Manufacturer narrative:
As reported, the bard/davol hydrosurg laparoscopic irrigator leaked fluid into the battery pack/pump casing. The sample is not available for return. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, the subject device was not returned for evaluation, as such no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. This MDR represents the bard/davol hydrosurg laparoscopic irrigator (device #4). Additional mdrs were submitted to represent the three bard/davol hydrosurg laparoscopic irrigator (device #1, device #2 & device #3). Note, the date of event is considered to be a best estimate as (B)(6) 2022 based on the date of awareness.

Event description:
As reported, during a laparoscopic appendectomy, the or staff noted that the bard/davol hydro-surg laparoscopic irrigator leaking fluid from the bottom of the battery compartment at the end of the case. There was no reported functional issue with the device and no patient harm or injury as a result.